Event description:
Procedure type: myomectomy. According to the reporter: during the procedure, tip of needle broke and fell into cavity. The broken tip was very small and could not be found and may have been retrieved with lavage fluid during suction. Surgeon used another suture. No other information available.